Event description:
One day after implant sensing decrease reported along with pacing threshold and pacing lead impedance increase with egm artifacts noted. Device was removed from service. No patient complications have been reported as a result of this event.